Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint. The reporter alleged the patient was not receiving all programmed bolus doses due to the pump keypad issue. During troubleshooting, the technical support representative reviewed the pump history and determined all programmed bolus doses had been given correctly. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.